Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch lifescan meter has a power issue (does not turn on). This complaint was classified based on the customer care advocate (ca) documentation and the follow-up information obtained on (B)(6) 2014. The patient used the insulin pump and a continuous blood glucose monitoring device to manage his diabetes. The patient reportedly calibrates his continuous blood glucose monitor device with the lifescan blood glucose meter. Reportedly, he went without knowing what his blood glucose readings were for 3 days after the alleged power issue began. At the time of concern, the patient took bolus insulin based on how he was feeling. The patient claimed that as result of the power issue, he developed symptoms of ¿shaky, sweaty, and confused.¿ the reported symptoms abated with self treatment with food/drink. The patient did not have the subject meter or test strips to perform troubleshooting at the time of the call. The lfs products were replaced and requested back for investigation. At the time of the follow-up, the patient reportedly received his new meter and is managing his diabetes accordingly. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.